Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. A few hours after the surgery, the patient experienced hematuria. After a day with existing hematuria, a repeated cystoscopy was performed, which showed that the sling had passed through the urethra. On (B)(6) 2013, the patient underwent mesh removal, and was discharged with a catheter by a 24 hour observation. After four days with antibiotics, the catheter was removed and in (B)(6) 2013, it was reported that the patient felt well. It was opined that the incident was most likely caused by suboptimal placement of the mesh.

Manufacturer narrative:
(B)(4): a cystoscopy was performed after the sling insertion was finalized during the procedure. A measure of the patient¿s hemoglobin was done between the initial detection of the hematuria and the repeat cystoscopy. The current status of the patient was reported as well. The urethral perforation site was completely healed without affecting the urethral patency and the urinary function of the patient. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.